Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was failed and user was unable to access the station. A field service engineer (fse) confirmed that the device was not in failure. The customer was able to use bio ID successfully, and the bio ID was not in hibernation. The power management settings were verified, and no issues were found. All cabling was inspected and appeared to be in good working condition. The customer successfully recovered the device, and unable to recreate the error. The system functioned as intended after the field service engineer inspected the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the bio-ID failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the bio-ID failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.